Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the implant was not holding a charge and thought the battery was going dead. The patient also reported poor coupling and stated they have to continue to reposition the antenna while recharging. The patient added that when they lose a charge it is excruciating, and they can¿t move. The patient mentioned they had an MRI coming soon that was unrelated to the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-nov-29 indicating that they have not seen the patient since (B)(6) 2016. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's pain threshold is higher. The patient has since met with a manufacturer's representative (rep) and they reprogrammed the device to focus stimulation to the patient's target areas. The patient stated they will have to charge their device more frequently as a result of the different programming. The patient increased stimulation as a result of stimulation not achieving pain relief. No further complications were reported.